Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that non physiological noise was observed on the right atrial channel with oversensing as well as many anti tachycardia response (atr) events. In addition, noise and oversensing was seen on the right ventricular channel. Technical service discussed performing an in office lead troubleshooting and evaluation. At this time the lead manufacture and model/serial numbers are not know. No adverse patient effects were reported.